Event description:
Investigation results completed on a smiths medical cadd cassette reservoir. Summary in h 10.

Manufacturer narrative:
Investigation results completed on a smith medical ambulatory infusion pumps/cadd cassette reservoirs . Pictures were attached and reviewed with no discrepancies detected. Testing done with cassette on the cadd legacy plus pump. Complaint of alarm was not validated or confirmed. Device engineers reported during preview the product performed 100% during testing and prior to release. DHR could not be reviewed as no lot number, manufacturing date was reported. No action taken as no fault could be found in device. Updated fields. B 1 b 3 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Information was received indicating that after filling the smiths medical cadd cassette reservoir with medical fluid and attaching to a pump at a pre-use check, the reporter indicated that the customer noticed "no disposable, pump won't run" alarm going off. No patient consequences were reported. No adverse effects were reported.